Event description:
It was reported that the outflow graft (ofg) twist was believed to be the cause of the low flows. The ofg twist was corrected via thoracotomy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted images confirmed twisting of the outflow graft under the bend relief. According to the account, the low flow alarms confirmed in the submitted log files were caused by the outflow graft twist; however a specific cause for the observed outflow graft distortion could not be conclusively determined through this evaluation. The account reported that the patient presented to the hospital due to low flow alarms on (B)(6) 2019. It was reported that the patient had a thrombus in the proximal outflow graft which was confirmed via computed tomography (CT) on (B)(6) 2019. The patient¿s symptoms included feelings of postural dizziness at times; however, as of (B)(6) 2020, the patient was feeling well enough to be managed in the community. The patient was receiving therapeutic anticoagulation and was regularly attending outpatient follow up. A thoracotomy was ultimately performed and an outflow graft twist was confirmed to be the root cause of the reported event, not thrombus. The twist was corrected and the event resolved on (B)(6) 2020. The submitted log files showed that the patient experienced a slight decrease in flow between (B)(6) 2019. Several transient low flow hazard alarms were captured on (B)(6) 2019, when the estimated flow decreased below the 2.5 liters per minute (lpm) alarm threshold. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although an outflow graft twist was ultimately discovered and revised, the account initially suspected outflow graft thrombus. Section 1 of the IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. According to the account, the low flows were due to a thrombus in the proximal outflow graft. A direct correlation between the device and the reported thrombus could not conclusively be determined. Furthermore, the report of thrombus could not be confirmed through this investigation. The system controller event log file captured 41 low flow hazard alarms throughout the log file, when the estimated flow dropped below the 2.5 lpm threshold. There were also multiple controller fault flags for low flow captured throughout the log file; however, these fault flags were not active long enough to trigger an alarm. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. The thrombus was confirmed via CT on 31dec2019. As of 20mar2020, the clinical specialist had not yet received the CT scans to provide to abbott. As of 31mar2020, no CT scans had been received. The patient remains ongoing on vad support. Pump thrombosis is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The introduction of the hm3 IFU explains the pump parameters, including flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported the patient experienced an outflow graft kink. Images showed twisting of the outflow graft within the bend relief, but the rest of the graft beyond the bend relief to the aorta looked fine. No further information was provided.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms and dizziness. A computed tomography (CT) was performed and confirmed a thrombus on the proximal outflow graft. The patient received therapeutic heparinization. No further information was provided.